Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump had battery out limit alarm. Customer's blood glucose reading was 54 mg/dl. Customer advised the battery out limit alarm flashes and the buttons are unresponsive. Troubleshooting for battery out limit was performed. Troubleshooting could not be completed because, the buttons are unresponsive. Troubleshooting for keypad anomaly was performed. Customer was unable to do a temporary basal as a result of the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.